Manufacturer narrative:
Updated fields: b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and replaced helium reservoir (d997-00-0565) tested. Unit passed all functional and safety test per factory specifications, returned to customer and cleared for use. Part number 0997-00-1178 pneumatic module assy serial number (B)(6) with a reported unit failure of pim physically broken. Part number 0997-00-0565 assy, helium reservoir serial number (B)(6) was received with the reported unit failure of the helium reservoir failing the helium regulator calibration. The failure analysis and testing dept. Performed a visual inspection and observed that part number 0997-00-1178 pneumatic module assy serial number (B)(6) was physically broken. The failure analysis and testing dept. Performed a visual inspection of part number 0997-00-0565 assy, helium reservoir serial number (B)(6) and found that the screw in the port of the check valve was broken off into the port. Due to the damage to the check valve port the fat cannot investigate this complaint any further. Because we don¿t know how the check valve was damaged and how the pim was physically broken, root cause will be impossible to define. Retaining the parts in the fat dept. Per procedure number 0002-07-d008 rev. As. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) unit failed helium regulator calibration and fill manifold test. There was no patient involvement.